Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of ten of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection. The technical service representative reviewed proper procedures with the caregiver. The caregiver would end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.